Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump screen cracked while traveling. The cause of the crack was not known; however, it shattered when the customer was attempting to interact with the pump. The pump was no longer functional. The customer's blood glucose (bg) level was 243 mg/dl. The customer was to contact a healthcare provider to obtain a back-up therapy to manage diabetes.